Manufacturer narrative:
Update: (B)(6) 2012 - plaintiffs preliminary disclosure form was received, which identified date of implantation. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. A search of the complaint database did not show any additional reports against the lot code. The investigation could not draw any conclusions about the reported event based on the provided information. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Examination of the returned devices finds evidence to support a vertical placement of the acetabular cup. It is known that a mal-positioned cup can contribute to increases in the contact zone between the head and the rim of the liner causing edge loading, which adversely affects loading of the bearing and increases wear rates. Evidence is not found to suggest the cup was loose. The device examination has not identified product error. Medical records were received and reviewed. From a medical perspective, based on the very limited information available, it is not possible to determine if the complaint is product related. The investigation can draw no conclusions with the information provided. Based on the inability to determine a root cause, the need for corrective action has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address metalosis, osteolysis, and a loose, possibly vertical cup.

Manufacturer narrative:
Update: although, reported as no device samples being returned, the devices were received for examination. Examination of the returned devices finds evidence to support a vertical placement of the acetabular cup. It is known that a mal-positioned cup can contribute to increases in the contact zone between the head and the rim of the liner causing edge loading, which adversely affects loading of the bearing and increases wear rates. Evidence is not found to suggest the cup was loose. The device examination has not identified product error. As previously stated there have been no previous reports against these product/lot combinations. Also previously, follow-up for additional event information was conducted utilizing work instruction (B)(4) appendix a, rev. A. No additional information was obtained. Examination of the returned devices has not identified a need for corrective action. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metal wear and elevated metal ions.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.